Event description:
During an lsh procedure, the pks omni instrument failed to work properly. As the surgeon was grabbing tissue, the tips disarticulated when closing. There was no pt harm and another like device was used to complete the surgery with no further incidents.

Manufacturer narrative:
The complaint was confirmed. The device has a fracture to the hub, which occurred under the heat shrink of the shaft. The heat shrink needed to be removed to observe the hub. The hub is broken laterally to the jaws. All pieces of the hub are accounted for.